Event description:
The technician alleged the head up would not function on the bed. No injury reported.

Manufacturer narrative:
The technician replaced the head up valve guide tube to resolve the issue.